Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, the technical support specialist (tss) identified that the issue was resolved after the server problem was addressed by the bd team. Tss then verified that the station upgrade was successful, and no synchronization issues were identified. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server a synchronization issue was occurring with stations not syncing despite appearing online in remote smart service. Devices a and c were experiencing frequent sync failures, while device b was intermittently syncing some patient data. However, there were no delays or adverse events or injuries reported based on this event.